Manufacturer narrative:
Analysis: received in a specimen jar in formalin. Due to the receipt condition, the samples received appear to be host tissue and conduit wall cut into many pieces. Two of the pieces appear to contain part of a leaflet. The partial leaflets are flexible. Areas of glistening, off white pannus remain attached to some of the conduit wall pieces. Three pieces of pannus were received. Radiography shows remnants of mineralization in some of the conduit wall pieces. Conclusion: reduced performance of the product likely related to host tissue overgrowth. Valve explanted with no reported patient complication.

Event description:
Medtronic received information that this bioprosthetic pulmonary valve exhibited stenosis and was explanted after 6 years of service. The surgeon noted no dissatisfaction with the performance of the product. A homograft was implanted without reported complication.